Event description:
Event description guidant received information that the ventricular thresholds of this implantable cardioverter defibrillator (ICD) and chronic lead system are increasing. Impedance measurements remain stable. Intermittant capture was noted even at high output. It was further reported that the patient was pacemaker dependent and symptomatic with the intermittant capture.